Manufacturer narrative:
H6 (fdp, ime and imf codes have been updated). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the ileocecal resection, the stapler was not able to fire. The surgeon was able to press the green button but unable to squeeze the handle. The knife did not advance during the tissue resection. When the cartridge proximal base was checked, it was found that staple has come out, so there was a possibility of pre-fire. It was also mentioned that the jaws of the reload has been fixated to the tissue. The device was then removed when the jaws were opened and anchoring was released. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was pre-fired and the interlock was engaged. Staples were protruding from the proximal end of the staple cartridge channel. The jaw of the reload was open. The sled was slightly advanced. There were deformed anti-friction nylon pads on I-beam. A scratch was observed on the cartridge side jaw, which might have been made when the I-beam advanced forcefully in clamping the jaw or firing. Functionally, the reload was loaded into a representative handle and the returned handle. The clamping mechanism was deformed. The interlock was overridden and the reload was applied to test media. All staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the instrument did not fire, the instrument locked on tissue and there was a staple pre-fire. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3e0177); egiaushort, egiaushort endogia ultra univ sht stap (lot#p3d0496); egiaushort, egiaushort endogia ultra univ sht stap (lot#p3e0076) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the stapler was not able to fire. The surgeon was able to press the green button but unable to squeeze the handle. The knife did not advance during the tissue resection. When the cartridge proximal base was checked, it was found that staple has come out, so there was a possibility of pre-fire. It was also mentioned that the jaws of the reload has been fixated to the tissue. The device was then removed when the jaws were opened and anchoring was released.